Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of noise. The noise resulted in noise over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on their right ventricular lead. No intervention was performed. The patient's health condition was unknown.